Manufacturer narrative:
No button error alarm during testing however the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 82 mg/dl. Pump keeps making noises and cannot be cleared. Customer stated she was working out. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.